Event description:
Reference number (B)(4). Event occurred in chile. It was reported that patient faced an infusion set cannula crimped event on (B)(6) 2024. The event occurred on the first day of use. The insertion site was lowerback. The infusion set was in use for one day. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: chile.